Manufacturer narrative:
The investigation shows that the tpuc3 application settings are not set up according to the method sheet, thus no flag for the initial result. The sample results are both out of the measuring range (40 - 2000 mg/l) and must be flagged by the analyzer. It was recommended to set up the measuring range of tpuc3 application settings according to the method sheet. The provided sample material shows strange behavior which could be caused by high dose hook-effect as mentioned in the method sheet (diluted (1:50) re-run sample result is 7209 mg/l). Product labeling states: "high dose hook-effect: sample results with high total protein concentrations above the measuring range up to 100000 mg/l will be flagged by the instrument with >test or >abs." The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer performed checks and no issues were found. Urine, csf, and control samples with a protein concentration above 7000 mg/l must not be measured with tpuc3 as this may clog the instrument line. Product labeling states, "note: urine, csf and control samples with a protein concentration above 7000 mg/l (700 mg/dl) may clog the instrument lines." This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable tpuc3 total protein urine/csf gen.3 result for one patient with the cobas 8000 cobas c 502 module serial number (B)(4). The sample was a 24-hour urine specimen with no preservative and was refrigerated during the collection. The initial result on (B)(6) 2021 at 14:37 was 19 mg/l. The repeated result on (B)(6) 2021 at 14:31 was 7209 mg/l on a 1:50 dilution. The sample was tested again on (B)(6) 2021 with results of 663 mg/l with a data flag and 6877 mg/l on a 1:50 dilution. The questionable result was not reported outside of the laboratory.